Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed (gib) from (B)(6) 2024. During this admission 1 unit packed red blood cells (prbc) was given and 1 clip was placed during an upper endoscopy. The patient was readmitted on (B)(6) 2024 for recurrent gib and remained admitted. Log files were sent for review. The log file captured 119 pi events between 24nov2024 and 25nov2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was reportedly doing well and was started on thalidomide.

Manufacturer narrative:
B5: additional information. H6: updated code. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.